Manufacturer narrative:
H3: product analysis(pss unknown tool): no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. H6: additional information: b18 code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: evaluation could not be performed because device was not returned. If the device is returned in the future and analysis is performed, reported will be updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-ad03, serial/lot #: (B)(6) , UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the instrument did not stop at the dura. It was reported that there was no patient impact and there is a delay in procedure about less than one hour.